Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed. The pink slide insert was seen in the viewing window. The downloaded data indicates the device completed both its first and second priming sequences. No issues were seen with the needle mechanism that would cause the needle to not deploy. The device was deactivated at 760 pulses. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Changing your pod.  Chapter 3 / pages 48.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 337 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient performed a bolus and replaced the pod. The patient's blood glucose history are as follows: (B)(6).